Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the guidewire did not advance in the patient and kinked inside the patient. It happened with two guidewires in a row. There was no patient injury, but the insertion site was changed.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide, two needles, and catheter; signs of use were observed. The bill of materials was reviewed, and the second needle was determined to be a non-arrow device is not from the reported kit. The guide wire was observed to have kinks along the body and a severely misshapen j-bend. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. Visual examination of the introducer needle revealed no obvious findings. The major kinks in wire guide body were located at 12 mm from the distal tip, 419 mm from the proximal tip, and 430 mm from the proximal tip. The overall length of the guide wire measured 455 mm which is within the specification of 450-458 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.628 mm which is within the specification of 0.610-0.635 mm per guide wire product drawing. The needle body length measured 80.0 mm which is within specifications of 79.5-80.5 mm per needle cannula drawing. The needle cannula inner diameter measured 1.04 mm which is within specifications of 1.04-1.09 mm per needle cannula drawing. Dimensional analysis could not be performed on the non-arrow needle, as the proper dimensional specifications are unknown. The undamaged portions of the guide wire were advanced through both returned needles to functionally test the guide wire. The guide wire passed through the arrow introducer needle with minimal resistance. When attempting to pass the guide wire through the non-arrow needle, major resistance was encountered due to dried biomaterial inside the needle. After dislodging the dried biomaterial from the non-arrow needle, the guide wire passed with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual examination confirmed that the guide wire contained multiple kinks. The returned guide wire and arrow introducer needle met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. The customer also returned a non-arrow introducer needle with evidence of use in the form of biomaterial; however, the customer did not state which returned needle was used in the event. Based on the condition of the returned components and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire did not advance in the patient and kinked inside the patient. It happened with two guidewires in a row. There was no patient injury, but the insertion site was changed.